Manufacturer narrative:
PMA 130009 (sapien xt) or 140031 (sapien 3) per the instructions for use (IFU) emergent cardiac surgery as well as cardiovascular injuries, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the surgical revision could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), per the article "omission of predilatation in balloon-expandable transcatheter aortic valve implantation: retrospective analysis in a large volume center". Between january 2011 and august 2016, 680 patients with native aortic valve stenosis were scheduled for tavr with a sapien xt or sapien 3 valve. A complication requiring surgical revision occurred in 19 patients. No additional information was provided. Reference: hamm k, reents w, zacher m, halbfass p, kerber s, diegeler a, schieffer b, barth s. Omission of predilatation in balloon-expandable transcatheter aortic valve implantation: retrospective analysis in a large volume center. Eurointervension 2017; jaa-117 2017, doi: 10.4244/eij-d-17-00011.